Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the front enclosure and the reported malfunction was not replicated or confirmed. The front enclosure was placed on a test device and put through extensive testing without duplicating the malfunction. The front enclosure was scrapped. No trend is associated with reports of this type.